Manufacturer narrative:
Philips service replaced the image disk drives and hard disk spare part and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the image disk was full, and the system was unable to make x-rays on an allura xper fd20 biplane. The clinical use of the system was unknown. There was no reported patient or user harm.